Event description:
The customer reports that the device has a therapy knob failure when doing opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has a therapy knob failure when doing opcheck. There was no reported pt involvement. The device was evaluated by a philips field service engineer and duplicated the failure. The therapy knob was replaced to resolve the problem. All performance assurance tests passed and the device was put back into service.